Event description:
It was reported that during a procedure, the connection screw cross threaded and would attach to the helical blade. A second implant and inserter were used to successfully complete the procedure. Operative delay was reported, but the amount of delay time was not specified. This report is for part number 456.304, 11.0mm ti helical blade 95mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Patient information was not provided. Additional product code, hwc. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as no product was received for evaluation. Placeholder.